Event description:
A home pt contacted baxter's technical service center for assistance during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt wanted to reprime the pt line of the homechoice set as the home pt noted air in it at the start of initial drain. Further troubleshooting of the incomplete prime issue revealed that the home pt had connected their transfer set to the pt line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home pt in ending therapy early. The home pt set up with new supplies to perform therapy. No pt injury or medical intervention was associated with this incident, per the home pt.